Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the iu investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: nothing unusual was found which could contribute to the problem mentioned by the customer. Adapter: the received adapter is contaminated. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013 patient's mother reported the patient's blood glucose level has been elevated since friday. Mother stated the patient's blood glucose level has been as high as 500 mg/dl. Patient's normal blood glucose level is 120 mg/dl. Patient is handicapped and has a home health aide and nurse who take care of her. No outside assistance was needed. Mother reported they stated last (B)(6) the patient's blood glucose level was 381 mg/dl, they gave a correction bolus and 2 hours later her blood glucose level was at 484 mg/dl. Mother stated they bolused again and one hour later her blood glucose level had only come down 20-30 points. Mother reported they changed the infusion set and bolused again and the patient's blood glucose level was better the next morning. Mother stated that later that afternoon, the patient's blood glucose level was back up to 304 mg/dl; they bolused and the blood glucose level rose to 325 mg/dl. Mother reported the next morning, yesterday, the patient's blood glucose level was still elevated at 399 mg/dl and they continued to bolus and again changed the infusion set; blood glucose level remained elevated. Mother stated they switched the insulin cartridge and the infusion set over to the backup infusion device and the patient's blood glucose level returned to normal and has been fine ever since. Infusion set has been discarded. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, cartridge, and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.